Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the investigation results, the reportable event of a blackout image was caused by a component failure. Additionally, drainage of large amount of black water occurred due to the damage forceps channel. However, a definitive root cause for the event could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope drained a large amount of black water and displayed a blackout image. There was no patient involvement.